Event description:
As reported by the field, a prowler select plus 150/5cm microcatheter (606s255x, 30887535) was in place and an unspecified stent was delivered to the microcatheter (mc). However, the stent became impeded in the microcatheter and could not advance anymore. The physician retracted the microcatheter and observed the microcatheter was kinked/bent. A new non-j&j microcatheter was switched to complete the surgery. There was no patient injury reported. Additional information received indicated that there was no difficulty in removing the device from the packaging. The target vessel being treated was the middle cerebral artery. The blood vessels were reported as ¿normal¿ without acute bends.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). Device evaluated by MFR: - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Two pictures were attached to the complaint file in which can be noted the distal section of the prowler. The distal end seems to be slightly flattened. No kinks nor other damages were noted. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The customer complaint regarding the microcatheter being kinked was not confirmed since the microcatheter's full length was not captured in the picture provided, and the distal portion does not show any kink in the picture provided. The microcatheter flattening is potentially related to the customer complaint that the stent became impeded in the microcatheter, but functional testing needs to be performed. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, g3, g4, g6, h2, h3, h6 and h10. A non-sterile prowler select plus 150/5cm as received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and the body of the microcatheter was found with three (3) compressed conditions; the first at 1.3 cm, the second at 3.8 cm, and the third at 5.1 cm; these were measured from the distal end of the device. The device was confirmed to be within specifications from the inner diameter (ID) and outer diameter (od) on the non-damaged portions. A manufacturing record evaluation was performed for the finished device 30887535 number, and no non-conformances related to the malfunction were identified. The compressed conditions found on the device could be related to the kinked conditions reported by the customer. The first compressed condition found is consistent with the damage noted in the provided picture; the multiple compressed conditions found suggests that excessive force was applied to the device; however, this remains speculative; a conclusive cause cannot be assigned since the event description, and device analysis does not provide clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device's manufacturing. It should be noted that product failure is multifactorial. The instructions for use contain the following precaution: ¿ do not use a catheter that has been damaged in any way. If damage is detected, replace it with another envoy guiding catheter that is not damaged. ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this medwatch: b4, d9, g3, g6, h2, h3, and h10. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.